Event description:
Pt was on heparin drip since admission (7/7/95). Continuously monitored by ptt's labwork coagulation levels. Bolus dose was given based on lab values. Clinically demonstrated evidence of multiple hematomas (bleeding). Confirmation received of lab ptt greater than 100 (previously 30-40). Heparin was held and pt was monitored closely with no further evidence of bleeding. Maintained status pain free and hemodynamically stable.